Event description:
It was reported that the left ventricular (lv) lead was attempted but not used during the implant procedure. During the first two attempts, the lead dislodged during slitting and exhibited high thresholds. During the third attempt, the thresholds were within the acceptable range; however, passing the guidewire through the lead became difficult due to blood ingress and the physician requested a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed. There was blood on the distal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant. The analyst commented that left heart leads are designed with a septum that is perforated with a guidewire and allows blood ingression. Blood ingression is expected and within specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.